Event description:
The customer observed imprecise alinity total bilirubin results generated on the alinity c processing module for ten samples. The results were not reported out of the lab. The customer reported that they were also receiving instrument error message 1037 unable to calculate result. Rate reaction linearity failure. The following data was provided: normal patient ranges and units: tbili 0.2 ¿ 1.2 mg/dl sid (B)(6), (62-year-old male) initial tbili 1.5 mg/dl, repeated 0.2 mg/dl, <0.1, repeated 0.2 mg/dl. Sid (B)(6) ,(74-year-old male) tbili <0.1 mg/dl, repeated 0.6 mg/dl. Sid (B)(6), (70-year-old female) tbili 2 mg/dl, repeated 0.8. Sid (B)(6) (71-year-old male) tbili 1.5 mg/dl, repeated 0.2 mg/dl. Sid (B)(6), (67-year-old female) tbili <0.1 mg/dl, repeated 0.3 mg/dl. Sid (B)(6), (63-year-old male) tbili 1.5 mg/dl, repeated 0.7 mg/dl sid (B)(6), (45-year-old male) tbili 1.8 mg/dl, repeated 0.6 mg/dl. Sid (B)(6), (50-year-old female) tbili <0.1 mg/dl, repeated 0.3 and 0.3 mg/dl. Sid (B)(6), (80-year-old male) tbili 2.2 mg/dl, repeated 0.5 mg/dl. Sid (B)(6), (76-year-old male) tbili <0.1 mg/dl, repeated 0.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed imprecise alinity total bilirubin results generated on the alinity c processing module for ten samples. The results were not reported out of the lab. The customer reported that they were also receiving instrument error message 1037 unable to calculate result. Rate reaction linearity failure. The following data was provided: normal patient ranges and units: tbili 0.2 ¿ 1.2 mg/dl. Sid (B)(6) (62-year-old male): initial tbili 1.5 mg/dl, repeated 0.2 mg/dl, <0.1, repeated 0.2 mg/dl. Sid (B)(6) (74-year-old male): tbili <0.1 mg/dl, repeated 0.6 mg/dl. Sid (B)(6) (70-year-old female): tbili 2 mg/dl, repeated 0.8. Sid (B)(6) (71-year-old male): tbili 1.5 mg/dl, repeated 0.2 mg/dl. Sid (B)(6) (67-year-old female): tbili <0.1 mg/dl, repeated 0.3 mg/dl. Sid (B)(6) (63-year-old male): tbili 1.5 mg/dl, repeated 0.7 mg/dl. Sid (B)(6) (45-year-old male): tbili 1.8 mg/dl, repeated 0.6 mg/dl. Sid (B)(6) (50-year-old female): tbili <0.1 mg/dl, repeated 0.3 and 0.3 mg/dl. Sid (B)(6) (80-year-old male) tbili 2.2 mg/dl, repeated 0.5 mg/dl. Sid (B)(6) (76-year-old male): tbili <0.1 mg/dl, repeated 0.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity c processing module, serial number (B)(6) to address the customer¿s observation of imprecise results. The field service representative (fsr) inspected the module and performed extensive troubleshooting and the daq board ns, rohs compliant was determined to be the cause of the issues. The part was replaced, and the issues were resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic total bilirubin patient results. A review of tracking and trending did not identify any trends regarding the event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified.